Event description:
It was reported that a lead safety switch (lss) occurred due to the non-boston scientific right atrial (ra) and right ventricular (rv) leads exhibiting high, out-of-range pace impedances of greater than 3000 ohms, noise and high thresholds. Subsequently, the ra and rv leads were surgically abandoned and replaced, and the device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were out of specification. Testing initially confirmed pacing impedances higher than normal and both pacing outputs were measuring lower than they should be. During analysis both the right atrial (ra) and right ventricular (rv) channels went to no pacing output with lead impedances of 3,000 ohms. Detailed analysis determined the root cause of the loss of pacing and high impedance measurements was an intermittent connection issue on one of the electrical modules.

Event description:
It was reported that a lead safety switch (lss) occurred due to the non-boston scientific right atrial (ra) and right ventricular (rv) leads exhibiting high, out-of-range pace impedances of greater than 3000 ohms, noise and high thresholds. Subsequently, the ra and rv leads were surgically abandoned and replaced, and the device was replaced. No additional adverse patient effects were reported.